Event description:
Information alleged that the head up function was not working. No injury reported.

Manufacturer narrative:
Technician found the bed in "down" storage. Head up function was not working. Function does not work manually or under power. Battery led is on. Isolated the problem to faulty valve guide tube. Replaced head up valve guide to resolve this issue.